Manufacturer narrative:
Device evaluated by MFR: the product was received with a corroded pin on the catheter socket. Corrosion of the motordrive (mdu) 5 plus¿s pins may occur if saline leaks into the connector contact area and if the pins¿ platings are scratched. The presence of saline alone is not likely to cause the mdu5 plus to misidentify the catheter. However, dry salts left over from corrosion and/or the evaporation of saline may result in catheter recognition errors. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test and the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03759 and 2134265-2017-03760. It was reported that automatic pullback failure occurred. An 240v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled to view the lesion. During the procedure, the motordrive unit failed to perform automatic pullback. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03759 and 2134265-2017-03760. It was reported that automatic pullback failure occurred. An 240v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled to view the lesion. During the procedure, the motordrive unit failed to perform automatic pullback. The procedure was completed with this device. No patient complications were reported.